Manufacturer narrative:
The insulin pump passed the self test, reset error test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm or reset error alarm was noted. However, multiple alarms were noted in the history screen due to a corrupted history file. No cosmetic damage was noted.

Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading is 94 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.